Manufacturer narrative:
No medwatch form was received. Review of quality records.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that the system was removed due to infection.